Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed that the source of the bath overflow was a build up of debris in the white blood cell (wbc) bath and in the waste line. The fse replaced the wbc bath and cleared the waste line. After bath replacement and clearing the waste line, no further evidence of the bath overflow was observed. The cause of the leak was a build up of debris in the wbc bath and in the waste line. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the coulter ac*t-diff analyzer was overflowing from the white blood cell (wbc) bath during a startup. The volume of the leak was approximately 10 ml and was not contained within the instrument. The instrument did not generate any error messages or flags in connection with this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the incident. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event.